Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: stenosis procedure: posterior lumbar inter-body fusion level: "2 levels" it was reported that on unknown date date, post-op, connection of the cranial side connector and screw was disengaged. The patient underwent a re-operation in which the connector was reused.